Manufacturer narrative:
Eval in process. A f/u medwatch report will be filed upon completion.

Event description:
It was reported that during a procedure performed on (B)(6) 2013 the tip of the polyaxial driver fractured. The tip was removed from the screw and the procedure was completed with another driver that was readily available, with no delay to the procedure.